Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: evaluation revealed that the investigators were unable to confirm complaint of crack in pump case. There was a blue line through display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that a display issue. This report is made based on results of investigation completed on (B)(6) 2014.